Manufacturer narrative:
This prospective pregnancy case was reported by a medical doctor and describes the occurrence of device dislocation ("coil is in abdomen / essure was not in uterine junction but behind the uterus in the posterior cul de sac") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient (gravida 5, para 5) who had essure (batch no. 952107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, high grade squamous intraepithelial lesion and colposcopy. Concurrent conditions included body mass index normal, postpartum state and general anesthesia. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and investigation noncompliance ("hsg test was never done / patient never went back for postoperative hysterosalpingogram"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation and investigation noncompliance outcome was unknown and the pregnancy with contraceptive device had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6). The reporter provided no causality assessment for device dislocation, investigation noncompliance and pregnancy with contraceptive device with essure. The reporter commented: there were no complications during pregnancy or delivery and the gestational age at the time of delivery was 39 weeks. The health care professional reported that essure device was not removed yet, but laparoscopy is been planned (not schedule yet). Patients wants both coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: gestational age of 14 weeks and 4 days. On (B)(6) 2016, the patient had an ultrasound scan performed which showed essure was not in uterine junction but behind the uterus in the posterior cul de sac. Quality-safety evaluation of ptc: no sample available for this investigation, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-nov-2017: ultrasound scan result provided, exactly location of device was provided. The patient requested removal of both essure devices. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 24-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 (lot number 952107) for permanent sterilization. Hsg (hysterosalpingogram) test was never done - patient did not come back for confirmation test. On (B)(6) 2015, the doctor became aware of patient's pregnancy. She might be (B)(6) along (not sure). Essure was ongoing. Product technical complaint investigation result was received on 24-oct-2015: (B)(4). Lot #: 952107, production date: feb-2012, expiration date: feb-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. A contraceptive failure may occur under the use of any contraceptive product and is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 05-jul-2016: essure health care provider pregnancy questionnaire was received. The patient was (B)(6). Her bmi was (B)(6). Her previous gynecological problems or procedures included high grade squamous intraepithelial lesion on pap smear and colposcopy. She had no previous gynecological intervention, no medical history or concurrent condition. She was gravida 5, para 4 and had no abortions or ectopic pregnancies. She had essure inserted under general anaesthesia. She was approximately (B)(6) postpartum at the time of insertion. In addition, physician informed that visualization of tubal ostium as well as the insertion was easy. There was no fluid loss more than 1500 cc and the procedure took 35 minutes. No imaging tests were performed to confirm essure placement and, according to reporter, patient never went back for postoperative hysterosalpingogram. Health care professional also informed that patient did not attend to follow-up appointment and the type of back-up contraception used, after essure insertion and before total occlusion confirmation is unknown. Physician does not know whether pregnancy was confirmed by urine or blood test. On (B)(6) 2015, ultrasound was performed and showed gestational age of (B)(6) (had anatomic survey). On (B)(6) 2015, patient had a normal spontaneous vaginal delivery of a live birth. There were no complications during pregnancy or delivery and the gestational age at the time of delivery was (B)(6). In addition, health care professional reported that essure device was not removed yet, but laparoscopy is been planned (not schedule yet). According to physician, coil is in abdomen. Follow-up received on 27-jul-2016. (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who became pregnant and delivered a live birth approximately 3 years after essure (fallopian tube occlusion insert) insertion. According to the physician, a laparoscopy is planned to remove the device because the coils are in patient's abdomen. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, the hysterosalpingogram test was never done. Additionally, physician informed patient's coils were in her abdomen. This device dislocation into the abdominal cavity in association with patient's noncompliance could be alternative explanations for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was upgraded to incident upon follow-up, since device removal will be required. According to the product technical investigation, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.